Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported resistance and balloon rupture were confirmed. The difficulty removing was unable to be confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The armada 14 instructions for use (IFU) states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: 014 grand slam 300cm; sheath: cook raabe. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a non-calcified lesion in the non-tortuous posterior tibial artery, with a non-abbott sheath in place, a 014 grandslam 300cm guide wire was advanced past the lesion without issue. A 3.0mm x 200mm x 150cm armada 14 peripheral balloon dilatation catheter (bdc) was unpackaged and prepped without issue then was advanced over the grandslam wire with resistance felt against the wire; force against resistance was applied to cross the lesion. During the 1st inflation to 8 atmospheres, the armada 14 balloon ruptured with contrast noted to be pooling at the distal end of the balloon. The armada 14 was retracted over the grandslam guide wire with resistance felt, but force was not required to completely retract the armada 14 over the wire. A 2.5mm non-abbott balloon was able to be advanced over the same grandslam wire without any resistance and dilatation was successfully completed using this balloon. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.